Event description:
It was reported that before use on a pt on (B) (6) 2008, the surgeon tried to unlock the locking plate of the reservoir and could not. The locking plates remained locked and therefore, the reservoir could not start to activate. Another product was used, which worked normally. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4) - failure of locking plate occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.